Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the pump powered on with the returned battery cap to a blank display. Within three minutes, the pump alarmed with an audible tone and vibration alert per normal operation. The pump case was removed and the display screen was found to be cracked and damaged. Downloading and completion of the investigation was prohibited due to impact to the printed circuit board and the blank, damaged display.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the display was cracked and denied moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.